Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Interconnect cable connections were checked, and system was booted several times. System operates as intended.

Event description:
Customer reported the system displayed a communication error. No patient injury was reported.